Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule

Event description:
Patient reported left side "this is the implant which has been linked to alcl", "lump above the implant", "it caused implant disease", "it made my skin at the site of the implant very itchy as well". The following event is not related to the device "discovered it was in fact another new and separate breast cancer incident". Patient treated with chemotherapy. The device has been explanted.